Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a dripping reagent probe on the pk7300 automated microplate system. No patients were involved with this event.

Manufacturer narrative:
Samples are on bd tubes with a 10 minute spin time and then immediate run on the instrument. A field service engineer (fse) went on-site and found the cartridge chemistry (cc) sample syringe loose and tightened it and tightened fittings on the reagent syringe.

Manufacturer narrative:
Root cause and corrective action are under investigation.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer had a loose cc sample syringe which caused 3 erroneously high phosphorus results. The specific results were not provided by the customer. There was no affect to patient treatment as a result of this event.